Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was reviewed for atrial events. Boston scientific technical services (ts) indicated that some events fell into a noise window, occurring just outside the atrial sensed refractory period. The device's sensing threshold was set to 0.15 mv, which may lead to signal misinterpretation. Future steps include measuring oversensed signals in clinic to consider reprogramming for improved performance. No patient impact was reported. The device remains in service.